Event description:
Boston scientific received information that pacing threshold measurements issues and loss of capture were noted on both left and right ventricle during ablation procedure. The cardiac resynchronization therapy defibrillator (crt-d) was programmed at vvi 60bpm with right and left ventricular outputs at 3.5v at 0.4ms before the start of the procedure. A minute after rf application, failure of ventricular capture were noted. The crtd was re programmed at a higher ventricular output of 7.5v at 0.4ms which resolved the issue. Boston scientific technical services (ts) advised that it is a potential expected behavior due to interaction between electrical current conducted between electrodes. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.